Event description:
It was reported that the pump had alarmed upstream occlusion. The alarm had been silenced, and the tubing was checked for any kinks or closed clamps. The patient had stated that the tubing was all tied up but had since been straightened. It was confirmed that the medication spike had been fully inserted into the reservoir. Despite these checks, the alarm had continued. The tubing was clamped, and the cassette was removed for assessment of air bubbles. The patient and family had indicated that there may be a bubble. The tubing was massaged, and the cassette was tapped on a hard surface. The cassette was reattached, the tubing unclamped, and the pump restarted. The pump screen had displayed run res vol. The representative had stayed online with the patient to ensure the pump cycle was completed. The pump had alarmed high-pressure. The alarm was silenced, and the tubing was checked again for kinks or closed clamps; none were found. The port was assessed, showing no pain, leaking, or swelling. Light fingertip pressure was applied to the port, but the alarm had continued. The pump was restarted, and the batteries were removed for a hard reset, yet the alarm persisted. The cassette was removed for a second attempt, assessed for air bubbles, and the tubing was massaged while the cassette was tapped on a hard surface. The cassette was reattached, the tubing unclamped, and the pump restarted. The representative had stayed online again with the patient to ensure the pump cycle was completed, but the alarm had continued shortly after. The patient was advised to contact the physician immediately. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.